Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a fascicular ventricular tachycardia procedure with a preface and the hub was totally separated. Preface sheath had a problem with closer valve. The action taken when the event occurred was to change the preface sheath. The procedure was delayed by 5 minutes. The procedure was successfully completed. There was no patient consequence reported. Additional information was received on 24-sep-2024. The hub was the section where the issue was observed. It was totally separated. Unknown if the hemostatic valve dislodged inside the hub. Unknown if the hemostatic valve dislodged outside the hub. The sheath was used on the patient. The patient did not require treatment. Blood return was observed. The volume of blood loss was unknown. This event was originally considered non-reportable, however, bwi became aware on 24-sep-2024 that the hub was totally separated and have reassessed the event as reportable. The awareness date for this record is 24-sep-2024.

Manufacturer narrative:
The investigation was completed on 11-nov-2024. An analysis of the product could not be performed since a physical sample was not received for evaluation. A device history record evaluation was performed for the finished device number 18172545, and no internal actions related to the complaint were found during the review. If the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).